Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's burn was a 2nd degree burn on the buttock and the patient has been following up with the wound clinic to address the burn.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that a patient was burned by a probe, the probe was resting on the patient's back not being used and a burn was reported. The procedure continued without the probe being in the body.